Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to svt with atrial undersensing. High, out of range pacing lead impedance was also observed. The patient is partially cognitively impaired, and the family and physician decision was to program all therapies off.